Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple infusion set application failures when the applicator either fell apart or did not release properly, resulting in unsuccessful insertions during scheduled site changes. Symptoms included no reported adverse clinical effects and no blood glucose impact. Outcomes included no medical intervention, no hospitalization, and replacement supplies were provided. Investigation included review of the reported event and assessment of product performance based on user feedback. Investigation of this case revealed a device component or assembly issue affecting the infusion set applicator that led to unsuccessful insertions. It was concluded that the reported malfunction was consistent with a device performance issue related to the infusion set applicator, with user blood glucose remaining unaffected.